Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead threshold climbed post implant from less than 1.0v to 4.0v and the farfield electrogram was too large and sensed inappropriately. The ra lead was repositioned. No further patient complications have been reported as a result of this event.